Event description:
On the event date: patient had ifc quadpolar around the left ankle, at 80-150 hz for 15 minutes. Patient reports he never felt any discomfort during or immediately following the treatment. That evening patient noticed a burn from one of the electrodes. The next day: patient casually reported that he received a burn from one of the electrodes. Upon examination, there was a distinct third degree burn in the distal 1/3 of the medial lower leg. The burn was approximately the size of a dime, with the surrounding area blistered with fluid. Patient advised on wound care, and told to see family dr. If there was pain, swelling, redness or fever.

Manufacturer narrative:
The chattanooga group engineering department performed an evaluation of the device and the accompanying accessories. Full functional test performed on all channels and all waveforms with an oscilloscope with no problems found. All patient outputs were checked, and it was determined all device outputs are normal, and perform to intended specification. As a secondary means of checking safety, the evaluating technician used new electrode pads and new lead wires to administered muscle stimulation therapy to himself in ifc mode for twenty minutes and the device performed as intended without incident. Accompanying the device were four sets of lead wires and four electrode pads. Two of the lead wire sets were in good working condition and the third indicated an excessive sideward pull had occurred resulting in bent connector pins. The fourth lead wire set was from another manufacturer and is of substandard quality. The substandard lead wire set was labeled made in another country, part number w17672-2. The made in another country, lead wire set (part number w17672-2) had medical tape applied to the end connector in an attempt to increase the integrity of connection between the end connector and the lead wire itself. The substandard quality of part number w17672-2 may have caused or contributed to the reported adverse event. There were four chattanooga group dura-stick ii brand single patient use electrodes returned with the device. These are recommended for use with the intellect legend xt brand device. However, impedance tests on the four electrode pads indicate a high level of impedance due to dryness of the conductor gel due to over reuse, which may have contributed to the reported adverse event. See scanned pages.